Event description:
The customer reported an error code 80 defib failure cycle power. There was no pt involvement with this issue.

Manufacturer narrative:
(B)(4): the customer reported an error code 80 defib failure cycle power. There was no pt involvement with this issue. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.